Event description:
It was reported that the customer was hospitalized due to unexplained low blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer's transmitter got lost while he was in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81795.